Manufacturer narrative:
The customer was uncrating the product and moving the device when the lumbar end of the table was identified as being loose. When the device continued to be moved the doctor determined that the lumbar adjustment section of the device was hanging low instead of horizontal and at that time the customer could see between the lumbar and thoracic cushions that a weld had been compromised on the frame. The customer contacted pivotal health solutions and sent a picture and pivotal health solutions was able to verify that a weld had failed and then took immediate action to have the table returned to the manufacturer. There was no patient use on this device.

Event description:
The weld on the lumbar section of the table failed.